Manufacturer narrative:
(B)(4).

Event description:
Procedure type: bariatric procedure. According to the reporter: the doctor claimed the unit malfunctioned during the procedure and a burn occurred internally.